Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer has an error code on their insulin pump as well as experiencing bleeding at the site of the insertion. Their blood glucose level is at 77mg/dl. Trouble shooting was administered and the patient was coached through fixing the issues. No pump is being returned.